Manufacturer narrative:
Block e1: initial reporter city and state: (B)(6). Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. This is for the same event as manufacturer report 2124215-2024-69635 filed on sensor urological guidewire.

Event description:
It was reported that a nephrostomy catheter device was used during a procedure. Reportedly, a transurethral approach was not possible, so a percutaneous approach was performed to place a sensor guidewire into the ureter. When the guidewire was lowered into the ureter, an abnormality was noticed. It was identified that 5 cm of guidewire coating was scraped off with a needle inside the patient and the operation was stopped immediately. The patient was monitored. No patient complications were reported, and no intervention was performed. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.